Event description:
It was reported that the previously capped atrial lead dislodged. The patient experienced severe pain and discomfort. The lead was explanted and replaced. The patient was stable and feeling better post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.